Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). Other device used: catalog #00631005028, trilogy. Longevity crosslinked poly liner, lot #60379722; catalog #00771101220, zimmer m/l taper femoral press-fit stem, lot #60389992; catalog #00620005422, trilogy shell with cluster holes, lot #60407771 manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
No devices or photos were received, therefore the condition of the devices is unknown. Device history record review identified no deviations or anomalies in the manufacturing process. These devices are used for treatment. The devices were used in an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. Operative notes for procedure performed on (B)(6) 2006 were reviewed. It is noted that the patient was intentionally lengthened by approximately 5 to 10 mm. Reduction with the final components noted that the stability was excellent. Leg lengths were noted to be equal. It is noted that there were no complications. A definitive root cause cannot be determined with the information provided.